Manufacturer narrative:
The pump powered up properly after the battery installation. The pump was received with operating currents within specification. No low battery alerts or weak battery alarms were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error loop during the bolus/basal delivery. Unable to confirm the motor position encoder error alarm due to an erased history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart test or test the low reservoir alarm due to the motor error loop. No motion sensor test failure alarms, shutting down on its own or erased settings noted. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed low reservoir, low battery and motor error. Customer's blood glucose was 90 mg/dl at the time of incident. Troubleshooting found that the pump shut down after rewind and also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.